Manufacturer narrative:
The control panel was replaced, and the unit was returned to service. Date of device manufacture year is 2004.

Event description:
The ge healthcare service representative reported a failure of the bag/vent switch to operate as expected. There is no report of patient involvement.